Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not formed properly. Scissoring occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Indicator wheel failure the analysis results found that one device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended, but the orange indicator did not show up. It could not be determined what may have caused the event reported. A possible cause for the indicator failure may be a previous feed error or possibly misassembly during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.